Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because although the companion 2 driver displayed a left pressure incorrect alarm, it continued to perform its life sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited left pressure incorrect alarms while supporting a patient. The customer also reported that the patient was switched to a backup companion 2 driver without adverse patient impact.

Manufacturer narrative:
The customer-reported issue of a persistent left pressure incorrect alarm was confirmed via the driver's alarm history review and investigational testing. The root cause was determined to be a malfunction of the left electronic pressure regulator. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation and is closing this file. Ce 4609 follow-up report 1.